Event description:
It was reported that pump experienced malfunction with code displayed and no notable events occurred beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with assistance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.